Event description:
It was reported that unspecified bd syringe experienced 10 cases of device damage/deformation and 1 case of a damaged/broken plunger rod. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician encountered barrel/flange damaged (5), plunger rod broken/damaged (1), barrel cracked (5) and difficulty making a secure connection to needle or other luer device (1) related to luer lok and luer slip tip syringes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.